Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the tip of the dilator became damaged limiting the dilation of the canal. The insertion site was the jugular. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire and a dilator. The guide wire was investigated under MDR# 9680794-2015-00130. The dilator tip was damaged. Deformation and curling over was observed with a whitened appearance characteristic of stress. The inner and outer diameter could not be measured due to the damage. A review of manufacturing records did not yield any relevant findings. The provided instructions recommends enlarging the cutaneous puncture site with a scalpel. It is not known if a skin nick was made prior to the dilator insertion. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.